Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had an issue with etco2. There was no reported patient involvement.

Manufacturer narrative:
The customer later called back and cancelled the call so no evaluation was performed.